Event description:
It was reported that the patient experienced a loss of therapeutic effect that began two days ago. The patient noted that she had noticed her urinary symptoms begin to return a few weeks ago, but she increased the stimulation from the implantable neurostimulator (ins), which seemed to work "ok", but she could still barely feel the stimulation. There was no known accident or incident related to the loss of effect. The patient was unable to feel stimulation with any of the four programs on the programmer. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v484486, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).